Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse confirmed malfunction and reported that device has been repaired. Parts will be returned. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that during routine check by customer, the cardiosave hybrid intra-aortic balloon pump (iabp) malfunctioned. Display was very dark. There was no patient involvement reported.

Manufacturer narrative:
Correction field: h6 (type of investigation, investigation findings, component codes, investigation conclusions).

Event description:
N/a.